Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition due to the nature of the sample. The reported issue could not be verified from the photo. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume (lv) infusor under-infused during a patient infusion. The patient was receiving an infusion of flucloxacillin, 8000mg, compounded with sodium chloride. The lv infusor was connected to a peripherally inserted central catheter (PICC) line. When the patient was disconnected from the infusor, it was noted that the full amount of medication was not delivered (residual volume unspecified). The cause of the under-delivery was not reported. It was reported that the PICC line was noted to be patent throughout the delivery. There was no patient injury or medical intervention associated with this event. No additional information is available.